Event description:
It was reported that the device would not work and needed to be rebooted. The machine was rebooted. There was a delay reported but it is unknown by the reporter the length of the delay. There were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.